Event description:
Per the clinic, the patient experienced an infection above the implant actuator, wound dehiscence and extrusion of the implant. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.